Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and the complaint was not confirmed. The instrument was placed and driven on an in-house system. The instrument passed all tests performed. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly several times. The instrument grips held the suture with great strength. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the mega needle driver instrument gripping pliers did not work. The wire slipped between them. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause a delay in the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter did not know if the cable was broken. The reporter knew the cable jumped out during use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.